Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference. Manufacturer contacted customer with follow up phone calls for knowing customer's condition; customer is feeling well;customer had not diabetes symptoms at the phone call time; customer purchased a truemetrix; customer is satisfied with the meter.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 300mg/dl. The customer's expected fasting blood glucose test result range is 120 to 130mg/dl. The customer reported symptoms of shaking, tingling and sweating. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The test strip lot manufacturer's expiration date is 09/14/2016 and open vial date is undisclosed. The meter memory was reviewed for previous test result history: (B)(6). Customer states that he decided to go to the hospital. Customer states that the results at the hospital was 120mg/dl more than what the meter was showing. Customer was in hospital on (B)(6) 2016 and they kept him overnight and was release on (B)(6) 2016. Customer states that he was told that the meter was not working correctly. Customer states that he was taking more medication than what customer was supposed to. Customer states that was giving glipizide at the hospital.